Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A baxter sales representative (bsr) conducted a site visit at a facility and visited two departments, the medical intensive care unit (micu) and cardiovascular intensive care unit (cvicu). It was reported to the bsr that while using spectrum pump in these units during therapy multiple issues were observed. Issues reported from the micu included secondary infusions siphoning out of the primary bag (even at lower rates), patients not getting full doses of medications (residual volume from medications like vancomycin in a 250 ml bag with estimated 75 ml left in bag and potassium in a 100 ml bag with 20 ml left in bag) and the volume infused and volume left in the bag doesn¿t match the total volume in the bag. Issues from the cvicu included upstream occlusion alarms on levophed even when no occlusion is present. Siphoning out of primary bag during secondary infusion. Even at rates as low as 120 ml/hr and primary is on a fully extended hanger with proper head height. Using double hanger or clamping primary line to stop siphoning even at rates less than 300 ml/hr. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h6 and h11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.